Manufacturer narrative:
(B)(4). E1 (B)(6).

Event description:
It was reported that unspecified issue. The sensor was inserted into the torso, which is off-label usage of the device, on (B)(6) 2025. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Data log analysis was performed and passed. The allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. No injury or medical intervention was reported.